Event description:
The complainant reported the patient was on impella 5.5 support. While on support, oozing at the right axillary site was noted around the site. Heparin was held for transport. The patient continued to bleed from his mouth. Additionally, mixed cardiogenic shock -septic shock was being treated, requiring increase in norepinephrine to .3, antibiotics started. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock: section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation of access site bleeding and infection/sepsis has been completed. The impella device was not returned for evaluation. The root cause of theissues was not determined since the product was not returned and insufficient clinical details were provided.